Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 she had suffered a hypoglycemic episode and lost consciousness. Patient laid down for a nap around 3 pm and never awoke. Patient's (B)(6) son found her unresponsive around 6 pm and called paramedics. Patient was treated on the scene with IV and a dextrose injection. She was also given some food after she regained consciousness. Dexcom sought to obtain cgm¿s data from patient in order to investigate cgm readings around the time of the event. At the time of her call to dexcom technical support, patient was feeling better.